Event description:
It was reported to philips that the system live monitor did not display images. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency treatment procedure. The procedure was completed as planned after the system was restarted. No harm or injury was reported to philips. A philips remote service engineer (rse) assessed the system remotely and confirmed a real-time screen failure. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that there was no display on the real-time screen and that the live monitor was defective. The fse replaced the live monitor. After the live monitor replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.